Event description:
Customer reported this inform meter began smoking when in an inform base. Customer reported no patient symptoms, did not treat or act on results. No adverse event reported. Replacement was sent, device returned.